Event description:
It was reported that two instruments are cross threaded and will not come apart. This was discovered after the case was complete in decontamination.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that two instruments are cross threaded and will not come apart. This was discovered after the case was complete in decontamination. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis revealed that there was no damage or defects with the baseplate inserter rod. The overall condition of the device was found on well condition. A functional test was performed, both devices can be assemble and disassemble without problems. The complaint condition was not able to be replicated. The overall complaint was unconfirmed as the observed condition of the baseplate inserter rod would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: a1, a2 (age), a3, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.